Manufacturer narrative:
H10: one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4750950. As received, the spin features of the spiros were activated and spinning freely. No spline damage or shear tab anomalies were seen on the spiros samples. No thread damage was observed on the male luers of the returned mating devices. The luer of all the returned device were measured and found to meet iso standards for luer fittings. The spin mechanism of the spiros was found to meet product performance specifications. A device history review (DHR) lot# 4750950 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation. Investigation is pending. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The event involved a spinning spiros® closed male luer, red cap that disconnected at the connection between the spiros and the primary tubing during chemotherapy infusion; however, remained connected to the max plus. It was reported that the chemo drug that may have been used was cytarabine, methotrexate or blinatumomab; the length of time occurred from 10 minutes to 18+ hours and there may have been 1 ¿ 5 ml blood loss or bleed back. The chemo drug came into contact with the patient and the chemo spill was cleaned per facility protocol. The tubing and drug was replaced and therapy was resumed. There was patient involvement and no harm was reported.